Manufacturer narrative:
A ge service representative performed on an site investigation. The failure could not be duplicated. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system was very slow to boot up and gave a communications error message. No patient injury was reported.